Manufacturer narrative:
The device and internal paddles were not returned to zoll medical corporation for evaluation. However, the customer provided an ECG printout from the event and biomed testing. The strip confirmed that 15j was selected and that 7.8j were delivered into a patient impedance of 22 ohms. Per the r series als operator's guide, when 15j is selected and the load is 25 ohms, the expected delivered energy range is 10j ±3j. The measured 7.8j delivered into a 22 ohm load falls within the acceptable range, indicating that the device met its energy delivery specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting an open-heart cardiac bypass on a patient (age & gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.